Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors near the distal coil were observed via fluoroscopy. Patient will be monitored remotely.